Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown baxter minicap did not have an adequate amount of iodine in the sponge. The patient stated that the sponge appeared to be dry. It was not specified when this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.